Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing showed 9 electrodes in status high impedance, including suspected short circuit. No accident reported. Patient was re-implanted on (B)(6) 2015.

Manufacturer narrative:
Conclusion: the device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report. This s a final report.

Event description:
In situ testing showed 9 electrodes in status high impedance, including suspected short circuit. No accident reported. Patient was re-implanted on (B)(6) 2015.